Event description:
There was foreign matter identified on the tip of the catheter. The report received indicated that while flushing contrast medium through the guide catheter, there was difficulty flushing through the tip. As a result, the angiography was a little unclear and only 50% angiography could be obtained. During the procedure, it was noticed that a larger amount of contrast medium was flowing out from the side hole rather than from the tip of the catheter. However, there was no friction encountered while advancing any device through the catheter. The tip of the catheter was not against the vessel wall and the other devices advanced through the catheter were located just distally to the side hole and, so the flow was not obstructed. The physician managed to complete the procedure successfully without any injury to the patient. The device was inspected, outside of the patient, and some foreign matter was identified in the tip of the catheter.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.